Manufacturer narrative:
(B)(4): the tip of the lock sleeve driver has been sheared off and is missing: consistent with excessive force.

Event description:
It was reported that the driver stripped and twisted during use. It was later found that the driver tip had broken off.